Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 570 mmol/l. The customer reported hyperglycemia, elevated ketones/diabetic ketoacidosis, vomiting, abdominal pain, diarrhea was treated with hospitalization. The customer reported differences in sensor glucose and blood glucose values and a damage on the insulin pump. The event involved product mmt-7020c1. Troubleshooting was performed. The customer had not used the insulin pump system within 48 hours of the reported high blood glucose event. The customer used the smartguard/auto mode of the insulin pump. Troubleshooting was not performed for sensor glucose vs blood glucose reading mismatch. It was unknown whether the customer will continue to use the device. No further patient complications were reported. Product return for mmt-7020c1 is not expected. It was unknown whether the customer will continue using the device.